Event description:
It was reported that a patient underwent a CABG procedure on 01/01/2022 and suture was used. During the procedure, the needle got detached from the suture during CABG anastomosis procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please clarify the reason the alert date is (B)(6) 2022 and the event date is (B)(6) 2022. Ans as per the procedure if only the year is available the chu has to update the day as "1" and month as "january", hence the same was updated during intake. Could you confirm if the needle got detached from suture 5 times on the same patient? 5 units used in same procedure. Did the event occur during one or multiple patient procedures? 5 units used in same procedure. What is the total number of procedures? If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). 5 units used in same procedure. Were x-rays performed to localize the needle? Unknown. Was the needle removed from the patient? Yes. Device return status? Device discarded. Events reported via: events reported via 2210968-2022-04552, 2210968-2022-04553, 2210968-2022-04554, 2210968-2022-04556.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/12/2022. H6 component code: g07002 no device returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported via: events reported via 2210968-2022-04552, 2210968-2022-04553, 2210968-2022-04554, 2210968-2022-04555, 2210968-2022-04556.